Event description:
The customer reported that there's no sound coming out of this central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that there's no sound coming out of this central nurse's station (cns). Technical support (ts) walked the customer through checking the windows settings; however, everything looked correct and the volume was turned up all the way. Ts had the customer test the sound and no sound was heard. The customer had no speaker to test the unit, so he'll try to get a longer aux cable and plug it in to a different screen to see if the issue is on the screen side. The customer will reach out to further troubleshoot when they try another cable. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 attempt # 1: (B)(6) 2024 a phone call was made in an attempt to gather device information; a voice mail was left for easton to call me back with this information. Attempt # 2: (B)(6) 2024 a phone call was made in an attempt to gather device information; a voice mail was left for easton to call me back with this information. Attempt # 3 (B)(6) 2024 a phone call was made in an attempt to gather device information; a voice mail was left for easton to call me back with this information.

Event description:
The customer reported that there's no sound coming out of this central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that there's no sound coming out of this central nurse's station (cns). Technical support (ts) walked the customer through checking the windows settings; however, everything looked correct and the volume was turned up all the way. Ts had the customer test the sound and no sound was heard. The customer had no speaker to test the unit, so he'll try to get a longer aux cable and plug it in to a different screen to see if the issue is on the screen side. The customer will reach out to further troubleshoot when they try another cable. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation. The reported issue could not be confirmed; therefore, a root cause cannot be determined. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from pu-621ra to pu-621r. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.